Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of lupus was exacerbated by the lifevest equipment. The patient described the area as a very itchy rash all over the patient¿s back. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.